Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, evidence of clinical use was identified and eschar was present. The blade was fractured and separated from the device tip. The teflon pad, handle and contact rings appear to be intact. The device was inspected under a digital scope which revealed excessive eschar buildup impacted in the jaw assembly. Inspection of the fractured blade revealed signs of gouging and outer coating erosion as a result of activating against solid/hard materials. A review of the device history record (DHR) confirmed the device met all inspection and testing requirements prior to distribution. Therefore, the most likely root causes is jaws/blade subassembly damage as a result of incidental and prolonged activation against solid surfaces, such as bone or plastic. The instructions for use (IFU) state: use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that sufficient torque has been applied to secure the blade. Do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Avoid contact with any and all other instruments while the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. Note: do not use any other means than the torque wrench to attach or detach the instrument from the hand piece. Note: do not torque the instrument by hand without the torque wrench or damage may occur to the hand piece. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the blade broke off into the patient. The piece was retrieved from the patient during the procedure. There was no patient injury or medical intervention and extended procedure time reported was 10 minutes. These are commonly used devices that are readily available.